Event description:
A patient reported that they had a st. Jude stimulator removed on (B)(6) 2013. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).